Event description:
A surgeon reported to sales rep, laser treatment (lasik) didn't lead to the resounding success in one left eye of a pt, and that the vision was still blurred (postoperatively) and the pt is unsatisfied with the visual performance. Info provided by the surgeon showed pt had previous diverse iols implanted and explanted into the eye before laser surgery. Three months after laser treatment, pt was put on and remains on pilocarpine. Vision was noted to be cloudy. Surgeon mentioned considering a topography guided treatment, in the future, with regards to zone extension which may benefit the pt.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).